Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation of tissue expander. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown procedure with an artoura breast tissue expander 850cc device that deflated after implantation. A possible tissue expander leak was reported. As a result, the patient underwent explantation on (B)(6) 2019.

Manufacturer narrative:
On 06/19/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received that the patient had a deflation post implant during evaluation of the sample it was observed to be intact. Leak testing revealed a tear in one of the suture tab. Microscopic examination was performed and damaged in the suture tab was noticed. No additional anomalies were discovered. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).